Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device is scheduled for a replacement and currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. The eri was the result of a false depleted status. The exact cause of going from maturing to depleted is explained in CAPA (B)(4). Correction; describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.